Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted, a complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states patient is dislocating. Update received (B)(4) 2015. The sales rep has reported the revision surgery. Patient was revised to address recurring dislocations. Complaint was updated on (B)(4) 2015. Update received (B)(4) 2015. Clinical report was received indicating patient had been revised to address dislocation. Complaint was updated on (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).